Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during right ventricular (rv) lead implant procedure, the steel wire could not be inserted into the lead. The rv lead was removed and replaced with another of the same lead. No patient complications have been reported as a result of this event.